Event description:
It was reported that the cannula accessory failed the obturator test. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. The cannula accessory failed the functional test. The cannula inspection was performed using a blunt obturator and resistance was felt as obturator moved through the cannula which indicated damage to the tube. The distal end of the tube wobbled when the cannula was laid on bowl and it spun, which suggested that the tube was bent. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the bent tube damage found during failure analysis if to recur could cause or contribute to an adverse event.